Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient's cannula was blocked. The blood glucose of the patient was high after changing infusion set and bolus. No further information available.